Event description:
Mm 10/16 the following was reported to hamilton medical ag: whereas the patient was ventilated and transported too the catheterization laboratory, the ventilator device switched itself into low flow oxygen source and reduced the o2 to 21% and delivered not the set fio2 value. Both, the tools option and standy mode were not operated by the staff. This abnormity occurred at the moment when the ventilator device got disconnected from portable o2 tank and connected to the 50 psi wall outlet. The device logs don't show any technical error or defect. There is patient injury reported but that has not been further explicated. There was need for medical intervention reported. The patient was ventilated manually and then connected to another ventilator. Neither delay in treatment nor harm to the user or third party has been reported. The investigation is still ongoing.

Manufacturer narrative:
Hamilton medical ag case number is cer (B)(4). Investigation is ongoing.

Event description:
The following was reported to hamilton medical ag: whereas the patient was ventilated and transported too the catheterization laboratory, the ventilator device switched itself into low flow oxygen source and reduced the o2 to 21% and delivered not the set fio2 value. Both, the tools option and standy mode were not operated by the staff. This abnormity occurred at the moment when the ventilator device got disconnected from portable o2 tank and connected to the 50 psi wall outlet. The device logs don't show any technical error or defect. There is patient injury reported but that has not been further explicated. There was need for medical intervention reported. The patient was ventilated manually and then connected to another ventilator. Neither delay in treatment nor harm to the user or third party has been reported. The investigation is still ongoing.

Manufacturer narrative:
Investigation is ongoing. Hamilton medical ag complaint number: (B)(4). Follow-up 1 - corrected information: **UDI related data quality updates only** field d4 were updated with full UDI information as requested.